Event description:
It was reported that the pump battery could not be charged intermittently using the tandem-provided usb cable. Customer¿s blood glucose value was 189 mg/dl. A replacement usb cable was provided to the customer to resolve the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.